Event description:
(B)(6)-2010: the patient presented with preoperative diagnoses of severe l5-s1 disk degeneration with internal disk derangement, leg pain due to foraminal stenosis. The patient underwent the following procedures: anterior retroperitoneal approach for an anterior lumbar interbody fusion, l5-s1; application of intradiscal fusion cages peek implant for arthrodesis using bone marrow aspirate; application of anterior segmental instrumentation l5-s1 using locking cages. Per the op notes, bone marrow aspirate, bmp, and a ½ bmp sponge was placed in a 12mm high, 10 degree lordotic cage. This was impacted under fluoroscopic guidance into the l5-s1 interspace for arthrodesis. Locking plates were utilized for anterior segmental instrumentation with locking anchoring plates pounded into l5-s1. No patient complications were noted. (B)(6)-2011: the patient underwent MRI of the lumbar spine. Impression: minimal broad-based disc bulges were seen at l1-2, l4-5, and l5-s1 with no significant central canal or neural foraminal stenosis. (B)(6)-2011: the patient presented with chronic back pain. The pain is dull aching sensation, which is graded as a 7 on 0-10 scale. The patient has decreased range of motion in the lumbar spine. Impression: chronic axial back pain, status post l5-s1 anterior lumbar interbody fusion in (B)(6)-2010. (B)(6)-2011: the patient presented with chronic low back pain. Impression: chronic axial low back pain, status post l5-s1 anterior lumbar interbody fusion. (B)(6)-2011: the patient underwent x-rays of the thoracic and lumbar spine. Findings; mild thoracic levoscoliosis was noted with the apex at t3-4. An accentuated kyphosis was present in the lower thoracic spine with associated degenerative disc disease at the thoracolumbar junction. (B)(6)-2012: the patient presented with mid and lower back pain. Impression: chronic axial low back pain, status post l5-s1 anterior lumbar interbody fusion; MRI evidence of lumbar degenerative disc disease; neck and mid back pain with x-ray evidence of thoracic kyphosis and mild scoliosis. (B)(6)-2012: the patient presented with the following diagnoses: lower back pain status post l5-s1 fusion; failed back surgery syndrome; thoracic pain; probable scheuermann¿s disease. The patient has occasional pins and needles sensation in his legs. Impression: p aresthesia. (B)(6)-2012: the patient presented due to paresthesia and new onset of generalized numbness. Impression: paresthesia.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.